Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the operating room for a scheduled right ventricular lead replacement on 11/10/17. The right ventricular lead exhibited a loss of capture. The lead was successfully capped and replaced. The patient was stable throughout the procedure and would continue to be monitored.